Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding patients receiving unknown medication (unknown concentrations and doses) via implantable pumps. The pumps' indications for use (ifus) were not provided. The hcp stated that they had patients miss their refill appointments and everything was fine. No symptoms were reported. A supplemental report will be submitted if additional information is received.